Event description:
It was reported that longitudinal balloon tear occurred. Vascular access was obtained via left femoral artery with a 6f90cm non-bsc introducer sheath. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous below the knee artery. After a non-bsc guide wire was used to cross the lesion, a 4.0 mm x 150 mm x 150 cm, mr coyote balloon catheter was advanced for dilatation. It was noted that the contrast media was leaking. The device was removed and upon inspection,a longitudinal tear was found in the center of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).